Event description:
It was reported that the tip of the locking cap driver sheered off in the set screw and was left in the patient post-op. This event occurred in australia.

Manufacturer narrative:
Neither the device any images were available for evaluation. Based on the information provided, a posterior spinal fusion procedure from t6-t10 was completed on (B)(6) 2025. During the surgery, the distal tip of the locking cap driver fractured in the threaded locking cap. It was stated that the locking cap driver fractured during loosening of one of the locking caps. The locking cap was being removed to adjust the length of the rod after the construct had been final tightened. The broken tip was unable to be removed from the threaded locking cap and was left in the patient. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue.